Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received battery out limit alarm. The customer's blood glucose level was 451mg/dl. The customer treated with insulin and attributes the highs to having been administered steroids. Troubleshoot was conducted. The customer was advised the alarm was normal pump behavior and it was cleared. The customer was advised to monitor the device.